Manufacturer narrative:
A review of the device history records shows the product was released per specifications. The returned cassette sample was visually and functionally evaluated on a calibrated centurion console. Inspection of the sample found no obvious defects that would have contributed to the reported event. The fms cassette was tested on a centurion console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the bss bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. A returned phaco tip sample was visually inspected and deemed nonconforming. White foreign material present along entire phaco tip, ab hole and inside diameter. Ab hole occluded. Wear on flange and threads. The phaco tip returned was sent to particle lab for analysis. The foreign material present inside the ab hole was analyzed using ftir analysis and the elemental composition of the white occluding material suggested it to be dried salts. The exact identity is unknown. The returned fms cassette was evaluated and met specifications. The complaint evaluation confirms the phaco tip ab hole was occluded with foreign material. The foreign material was analyzed using ftir analysis and the elemental composition of the white occluding material suggested it to be dried salts. The exact identity is unknown. How and when the foreign material became present in the ab hole cannot be determined from this evaluation. The root cause for this nonconformance does not point to a manufacturing issue because dried salts are not part of the manufacturing process of phaco tips. After investigation of this complaint, it has been determined that the cassette sample functioned per specifications adn the foreign material identified is not related to any manufacturing process; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the occlusion bell was heard during sculpt mode of a cataract procedure. The attempted multiple times to clear the occlusion. The phaco tip, handpiece and cassette were replaced and the procedure was completed. There was no patient harm.